Manufacturer narrative:
(B)(4). This report is for one (1) unknown cannulated screw which migrated. Postoperatively. Following two (2) part numbers are reported on the maude report; however, it is unknown out of these two screws which screw migrated postoperatively. Lot number 1894 is listed in maude report but is not linked to either part # provided by reporter. Without the specific part and lot number, the UDI is not available. Part # 208.441: 6.5mm cannulated screw 32mm thread 95mm, part # 208.895# 7.3mm cannulated screw 16mm thread/95mm. Complainant device is not expected to be returned for manufacturer review/investigation. Without a specific lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Information reported on user facility report corrected data: date of postoperative pain, non-union development, screw breakage, screw penetration through the femoral head is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwatch number (B)(4), a copy is attached. The only information contained in this report is correction or additional information. Further it was reported that the patient¿s original implant date is (B)(6) 2016. Patient¿s outcome after the original implant surgery was fine and the procedure was completed successfully. Two complaints have been created for maude report # (B)(4): this complaint ((B)(4)) is for the serious injuries of non-union, left groin pain, broken screw and screw penetration through the femoral head and now acetabular erosion) and (B)(4) is for the stripped screws x 4 noted during the revision procedure. Concomitant devices reported: washer (part # unknown, lot # unknown, quantity 1), unknown 9.5 x 0.5 cm screws (part # unknown, lot # unknown, quantity 2) this report is for one (1) unknown cannulated screw which migrated postoperatively. This is report 2 of 2 for complaint (B)(4)